Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the base of grip. A piece approximately 14.15mm x 4.93mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a part of the jaw missing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.